Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date between (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd patient experienced peritonitis. The patient was hospitalized for the event. The cause, treatment and action taken with pd therapy were not reported. At the time of this report, the patient outcome was unknown. The reporter declined to provide additional information.